Event description:
Device 2 of 3. Reference MFR report #s 1627487-2011-06243 and 06245. The patient's (B)(6) scs system and two percutaneous leads and two dual extensions. It was reported not all of the patient's set programs were producing stimulation. A diagnostic test revealed high impedance measurements for one of the patient's leads. X-rays were also performed; however, no conclusive evidence of migration was detected. Effective therapy coverage was captured utilizing contacts from the patient's second lead. There are no immediate plans for surgical intervention at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.